Manufacturer narrative:
The insulin pump was received with no back light due to faulty el panel on lcd board. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and broken reservoir tube lip.

Event description:
It was reported that the customer had a backlight anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was instructed to install a new (B)(6) aaa alkaline battery and backlight did not work. The patient was advised to press backlight prior to press other buttons and backlight did not work. The customer stated their is no vibrate mode while performing any programming activities when insulin pump is in vibrate mode. The customer was advised that the insulin pump will need to be replaced. The customer was advised that we will issue a replacement overnight. No additional assistance was required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.